Manufacturer narrative:
Technician found bed in medsurg room. Patient was able to place nurse call, response not heard in expected location. Cause: (B)(4) cable was not connected. Reconnected (B)(4) cable tested functions to resolve this issue.

Event description:
Complaint alleged that patient was not able to place nurse call. Response not heard in expected location. No injury alleged by account.